Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) related to CAPA pr 564122. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that seven months, eight days following the implant of this transcatheter bioprosthetic valve (d349688), the patient presented with dizziness, cough with shortness of breath, shakiness, and weakness. One day later, computed tomography imaging of the head was negative. A neurological evaluation determined that an acute ischemic stroke occurred. Magnetic resonance imaging was performed and showed a punctate acute infarct in the right parietal lobe near the vertex. Medication was prescribed. Per the physician, the cause of the stroke is unknown. It was reported the patient was discharged awake, alert, and oriented to person, place, and month with no residual effects or impairment. No adverse patient effects were reported. Additional information was received which indicated the event was considered resolved approximately one month later. No adverse patient effects were reported. Additional information was received which indicated that approximately six months following the implant of the valve, the patient presented to the emergency room (ER) with complaints of difficulty talking. The difficulty talking was determined to be from shortness of breath. Elevated b-type natriuretic peptide (bnp) was noted with four pounds of weight gain. There was admitted noncompliance with oral diuretics. Intravenous therapy (IV) furosemide was started with increased diuresis. Computed tomography (CT) of the head and neck were performed due to difficulty talking and swallowing. CT results were negative. Chest x-ray showed small bilateral pleural effusions. Acute on chronic congestive heart failure (chf) was diagnosed and hospitalization was required. The event resolved two days after onset. Per the physician, the event was unlikely related to the valve and was not related to the valve implant procedure. No additional adverse patient effects were reported.